Event description:
It was reported that during use in the anterior tibial, the recanalization catheter would not advance completely through the support catheter. The catheter and guide wire were retrieved as a single unit. After an unsuccessful attempt was made to continue the procedure with a guide wire and catheters, the procedure was rescheduled for the following week for another attempt. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available info. It is unk whether patient and/or procedure factors contributed to the event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.